Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies. The display window was cracked.

Event description:
It was reported that the display on the insulin pump went blank during the night. The customer inserted a new battery, and the insulin pump alarmed. It was also reported that there were cracks on the insulin pump. Nothing further was reported.